Event description:
Received a report that a pump was "running faster than prescribed rate. No detail on any pt incident or not." Multiple attempts were made to reach the customer for add'l info, but no further details have been provided. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). The device has not been received. A follow-up report will be submitted with failure investigation results, should the device be received for eval.